Event description:
A 60-year-old male with acute myocardial infarction complicated by cardiogenic shock and a history of coronary artery disease and diabetes mellitus required emergent hemodynamic support. Baseline hemodynamic data demonstrated significant congestion, elevated filling pressures, and reduced perfusion, with a left ventricular filling pressure of 40 millimeters of mercury, central venous pressure of 19 millimeters of mercury, and lactate of 3 millimoles per liter. Right femoral arterial access was obtained using a percutaneous, ultrasound guided approach for impella cp implantation prior to percutaneous coronary intervention of the diagonal vessels. Following impella placement, a distal runoff angiographic assessment was performed, which demonstrated absent distal pulses. Imaging and examination suggested the presence of a chronic thrombus in the right popliteal artery. A penumbra thrombectomy device was then used to remove the clot, and flow was restored to the distal extremity, resolving the immediate ischemic concern. The patient remained on inotropic and respiratory support as needed and was transferred to the critical care unit on impella support. The impella cp remained in place for circulatory support. The patient completed the percutaneous coronary intervention and was later successfully weaned and survived to explant. The vascular injury and limb ischemia are conservatively associated with impella support by timing, as they occurred during management of femoral arterial access for large bore support. Distal ischemia following impella placement is a known potential complication of large bore arterial access, and in this case, the complaint indicated a pre-existing clot in the popliteal artery (appeared to be chronic clot in right popliteal artery), which required thrombectomy. Based on the available clinical information, the underlying vascular disease, access site anatomy, and pre-existing thrombotic burden were the most likely contributors to the observed limb ischemia and the need for intervention, rather than device related causes. Distal perfusion was restored following thrombectomy, and the patient was subsequently weaned from impella support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury was unable to be determined due to insufficient clinical details.